Manufacturer narrative:
Corrected data: section a2 manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop event while the device was connected to the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Review of the submitted log file confirmed a pump stop event on (B)(6) 2024 while the device was connected to the power module. Low speed advisory, low speed hazard, low flow hazard, and motor stop alarm flags were captured during the pump stop event. There were no other notable alarms related to the pump, which otherwise operated as intended at the fixed speed. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial #(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced several pump stop alarms on (B)(6) 2024. Following review of the submitted log files, there was one no external power event on (B)(6) 2024 at 17:14 while the patient switched power sources. There was a confirmed pump stop on (B)(6) 2024 at 20:14 while connected to the power module. The pump stop appeared to have been caused by a driveline short to shield.